Manufacturer narrative:
Additional information: d9, h2, h3, h6, h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a "cap kit came off from the transfer set. The patient developed peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient hospitalized. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.